Event description:
Prior to procedure, package was opened and it was discovered that battery in pack was dead, not working. It should have been working. Nothing showed up on the digital screen display. New package opened and no issues identified. No adverse effect to patient.